Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see corrections to e2, e3 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the light guide (lg) lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, allowing humidity to invade the lg-lens and caused corrosion. The suggested event is detectable and preventable by handling the device in accordance with the following IFU. Evis lucera jf/tjf type 260v operation manual includes the detection way in chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and there were leaks due to cutting part of the bending section cover and deformation of the right/left and up/down knobs. Also, evaluation found angulation in the up direction and the play of the up/down knob was out of standards due to wear of the angle wire, the forceps elevator knob was rotating due to deformation of the right/left knob, the water volume did not meet the standard value due to deformation of the nozzle, there was a stain due to pollution of the light guide lens, the screen was damaged due to pollution of the charged coupled device (ccd) lens, the ccd lens was creased, the light guide lens was broken and polluted, the bending section cover adhesive was broken, the connecting tube protector and switch #1 were creased, the scope cover was deformed, and there was corrosion at the control part, scope connector and electrical connector due to leakage. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the insertion part of the evis lucera duodenovideoscope was leaking. The issue occurred when preparing the scope for use in a diagnostic procedure. There was no delay and the procedure was completed with a similar device. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material inside of the light guide lens that entered through a gap. The report is being submitted due to foreign material in the scope found during evaluation.